Event description:
Information received by medtronic indicated that the insulin pump had crack at back. The insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring: black. Pump was returned for alleged damage to the battery tube on jul 23, 2021. Pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case on corner of belt clip rails, cracked case (battery tube), battery tube threads cracked, missing display window/cover and minor scratches on lcd window. Damaged battery tube confirmed. Tested ok. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.